Manufacturer narrative:
In an associated complaint of the user (complaintrec-52900), the user reported having an issue with receiving no sensor detection alerts.the user was advised to consult with their hcp to discuss next steps for the removal of the sensor as the sensor potentially could have been inserted deeper than usual.

Event description:
On 20 december 2024, senseonics was made aware of an event where the user reported receiving no sensor detection alerts.the user was referred to their hcp for a sensor removal as it might have been inserted deeper than usual.